Manufacturer narrative:
Initial reporter: address - (B)(6). The subject device was evaluated. Device inspection and evaluation, service repair noted no image from sdi port. It is due to a faulty qb board (printed-circuit board). Additionally, it was noted that device sometimes flickering , lines in the image of output ports of monitor observed due to faulty qb board. Furthermore, the following findings during device evaluation were noted : rear cover has multiple cracks. Bezel plate has multiple cracks. Power switch bracket found cracked. Outer screws on the rear cover are rusted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during device inspection of an asset with no complaint noted, it was found that the device showed no image from sdi port due to faulty qb board (printed -circuit board). There was no patient involvement on this event reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see corrections to e1, e2, and e3. Additionally, please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image from the serial digital interface port was due to a faulty printed circuit board (qb board). The root cause of the faulty printed circuit board was unable to be identified. Olympus will continue to monitor field performance for this device.